Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, cloudy fluid and fever. The same day as the manifestations onset, the patient began treatment with intraperitoneal (ip) injection targocid (400 mg, two times a day, ongoing) and ip injection meropenem (1 gram, once a day, and ongoing). The cause of the peritonitis was unknown. Six days after event onset, the patient was diagnosed with peritonitis and hospitalized for the event. The same day the patient started treatment with ip injection fluconazole (100 mg, once a day, ongoing). At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. Dianeal therapy was ongoing; however, it was planned to remove the pd catheter. No additional information is available.